Event description:
It was reported that patient controlled analgesia (pca) and etco2 modules displayed "communication error" when attached the pc unit. On further investigation, it was discovered that the pc unit was on an older software version (v9.33. Once the software was updated, the communication error reportedly was no longer present. There was no patient involvement as the device was being used for education purposes only.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.